Event description:
It was documented that customer had high and low blood glucose. Blood glucose was 30 mg/dl while at work and upon waking in the morning, blood glucose was 200 mg/dl to 300 mg/dl. Nurses at customer's work assisted in elevating blood glucose; blood glucose rose to 400 mg/dl. Customer declined to be transferred to helpline. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.